Event description:
The doctor reported the implant was removed due to osseointegration failure, 7 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption was reported during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.